Event description:
It was reported that upon withdrawing a coil from an aneurysm located in the posterior communicating artery (pcom), 2mm of the previous implanted coil protruded and consequently the coil migrated into the middle cerebral artery. The physician snared the coil successfully without any clinical consequence to the patient.

Event description:
It was reported that upon withdrawing a coil from an aneurysm located in the posterior communicating artery (pcom), 2mm of the previous implanted coil protruded into the middle cerebral artery. The physician snared the coil successfully without any clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. The device history record review confirms that the device met all material, assembly and performance specifications. There is no indication that the subject device malfunctioned. It is probable that the second coil was withdrawn too quickly; causing the first implanted coil to exit from the aneurysm. Therefore, a root cause of operational context has been assigned to this event.